Event description:
The customer reported that a monitor mount (clamp) failed, causing the monitor to fall from the IV pole to which it was mounted.

Manufacturer narrative:
The customer reported that a monitor mount (clamp) failed, causing the monitor to fall from the IV pole to which it was mounted. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).